Manufacturer narrative:
Concomitant medical products: product ID: 978a133, lot# :va28vgf, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a133, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they had their lead moved from their right side to their left side, but stated the ins battery is still in the same spot (right side). Patient reported they moved the lead "because it might have moved a little bit", so they moved it to see if it would work better on the left side. Patient stated they repositioned the lead on (B)(6) 2021.